Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02172. It was reported the pt has stimulation but does not use her scs system for weeks at a time because her stimulation is ineffective. She reported she has been reprogrammed numerous times and no issues were found with her system. She alleged she does not achieve adequate pain relief unless she turns the stimulation up so high that she needs to turn stimulation off. She also reported her ipg site heats up when she charges or uses the ipg for about one hour. The sjm representative advised the pt of charging precautions.